Event description:
Caller reported a minimum fill issue approximately 12 times, but the customer eventually managed to get the same cartridge to work. There was no adverse impact to the customer¿s blood glucose level. Customer is not currently experiencing this issue, so no troubleshooting was conducted.